Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image and red x. No other insulin pump error was displayed before the open book image was displayed on the screen. Customer also reported there was crack on battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021 customer alleged insulin pump received critical pump error(open book image) alarm/cosmetic damage. P-cap / reservoir locks properly into place. The following were noted during visual inspection: broken battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Device received with blank display. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test or verify critical pump error(open book image) due to blank display anomaly. Unable to download insulin pump's history and trace files using crest/thus due to blank display anomaly. Device was cut opened, inspected and tested. Severe moisture damaged electronic assembly found all over the place on both pcb1 and pcb2. Cleaned/dried the moisture damage area and tried again. Device is still blank. Swapped the pcb1 with a test board and powered up. The problem is still the same. Repeated swapped the pcb2 with a test board. Device was blank after all. In summary, customer allegation for critical pump error (open book image) alarm was unable to be confirmed due to blank display which occurred due to severe corroded electronic assemblies. Cosmetic damage complaint was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.